Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when inserting the button.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/7/2024, it was reported by a sales representative via email that an ar-2658tr knotless distal clavicle plate button tightrope was unable to be used in the procedure. This was discovered during a clavicle fracture repair procedure on (B)(6) 2024. The case was completed using another ar-2658tr knotless distal clavicle plate button tightrope. Additional information was provided on 06/13/2024, where the sales representative stated they were unable to reload the button onto the inserter after a failed attempt to flip the button and couldn't figure out why, rendering the implant unusable. It usually isn't a problem to reload the button. To their knowledge, nothing broke they didn't see anything under fluoroscopy. The case continued using a new tightrope. The case was only delayed a few minutes. No additional anesthesia was necessary and there was no harm to the patient.